Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.